Manufacturer narrative:
(B)(4). The diamondback 360¿ coronary orbital atherectomy system instructions for use manual states slow flow or no reflow phenomenon are potential adverse events that may occur and/or require intervention. Additional information was received which indicated: the patient deteriorated throughout the day and was brought back to the cath lab for re-intervention. Following re-intervention, all of the arteries remained open with good flow to the apex of the heart. Echocardiogram showed some damage to the apex and reduced ejection fraction. A left ventricular assist was not placed based on family decision. The patient expired on (B)(6) 2021. In the opinion of the physician, the patient's death was not attributable to a csi device. The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history record for the reported oad could not be reviewed as the lot number was not provided. If the lot number is provided, a DHR review will be performed. (B)(4).

Event description:
Treatment with a diamondback coronary orbital atherectomy device (oad) was planned for lesions in the left main (lm), left anterior descending artery (lad), and circumflex artery (cx). Atherectomy was performed on low speed in the lad. Slow flow was noted post-oa in the distal lad. Angioplasty was performed to restore flow. Stents were deployed thereafter in the lm, lad, and cx. All three vessels exhibited timi 3 flow at the conclusion of the procedure.